Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, there was a pinched pulse wire in the cable connecting the distribution node (dn) and rear therapy electrode (te). The cause of the code 204 is the pinched pulse wire. The root cause of the pinched wire cannot positively identified but is likely physical abuse to the cable. No adverse event resulted from the damaged cable and wire. The pt received a replacement electrode belt.